Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was experiencing an issue charging the pump. Customer reported blood glucose (bg) level was 255 (mg/dl) at the time of the call. The customer administered a manual injection to address bg level. Reportedly the customer would use manual injections for for insulin therapy.